Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During ICD replacement due to normal eri, the left ventricular (lv) pacing thresholds were increased. The new ICD was implanted and connected to the lv lead and it no longer paced. The lv lead was tested with a pacing system analyzer and the issue remained. The lv lead was connected to the new ICD and a follow-up will be performed. The new ICD was programmed to right ventricular pacing only instead of biventricular pacing as before. No further intervention was performed at this time. The patient is stable.